Manufacturer narrative:
Retainer ring: clear. Faultnumber = hardware error alarm (63). Linenumber = 360. Filenumber = 37. Variableinfo = 03 00 00 00 00 00 00 00 00 3c. Pump passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. The thus download was successful. The hardware low level failure alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. The p-cap locks properly into place. Unit was cut open and inspected. No visible physical damage or moisture damage noted on the electronic assemblies. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer also reported pump error alarm during self test. Customer was able to successfully clear the alarm and complete rewind. Customer stated fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.